Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfsf118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a crack was found on the luer connector prior to use to the patient. There was no reported patient involvement.

Event description:
It was reported that a crack was found on the luer connector prior to use to the patient. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracked luer connection was confirmed but the exact cause remains unknown. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. The product packaging indicates lot: asfsf118. The safety mechanism was fully advanced and blood residue was visible on the base plate. The infusion set was flushed from the proximal luer hub and a leak was found to emanate at the y-site hub. Microscopic inspection of the y-site hub revealed two slightly curved, longitudinal cracks in the white hub portion of the hub. The cracks were located on each side of the y-site stem. The cracks in the white hub appeared to align with superficial fissures in the clear hub. Based on the condition of the returned sample, possible contributing factors include damage during handling and unknown environmental factors contributing to material damage. Since cracks in the hub resulted in the presence of a leak, the complaint is confirmed but the exact cause remains unknown. A review of the complaint batch history found this complaint to be the only complaint for a damaged connector associated to the reported lot number. H3 other text: evaluation findings are in section h.11.